Event description:
It was reported that the right ventricular (rv) lead dislodged one day post implant. No capture was visualized on the rv lead. During the lead repositioning, the helix was unable to fully retract. Tissue was noted on the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There was tissue on the helix. The distal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis noted the lead had apparent explant damage.